Event description:
Additional information received from the consumer reported they notified their physician about the overstimulation and sharp electrical strikes, but they refused to consider any treatment except to remove the stimulator. The consumer didn't want the stimulator removed as they had very good results and it was very beneficial to them. Currently no steps were taken to resolve the issue, and the issue hadn't been resolved.

Event description:
A consumer implanted for failed back surgery syndrome reported they had a period of time in 2012 or 2013 where they occasionally felt sharp electrical strikes, and wondered if it happened because they were bending too much. It was noted the issue was currently resolved and the consumer no longer felt those sensations.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.